Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, a video and photograph of the sample were provided for evaluation. Visual inspection showed an external fluid leakage from the dialysate port. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leak occurred at the connection between the filter and support plate. There was no patient involvement. No additional information is available.